Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing noted on the electrograms (egm) during surgery. It was noted that the rv lead had high threshold measurements. It was also noted that the implantable pulse generator (ipg) had intermittent telemetry interruption. The device and lead remain in use. No patient complications have been reported as a result of this event.